Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the instrument channel, the suction channel, the air/water channel of the subject device. The result of the additional microbiological testing by a third party laboratory satisfied the (B)(6) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three times of surveillance culturing conducted by the user facility, following unspecified microbes were detected from the subject device. [First time] - endoscope: unspecified microbes (10 cfu / 100 ml). [Second time] - endoscope: unspecified microbes (9 cfu / 100 ml). [Second time] - endoscope: unspecified microbes (13 cfu / 100 ml). The subject device had been reprocessed with wassenburg, a non-olympus automated endoscope reprocessor model, using peracetic acid. There was no report of infection associated with this report.